Event description:
It was reported that the tip of forceps were bent. There was no reported patient impact.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The mcen641 was determined to have a missing component. The repair tech performed leveling, and then disassembled the device, cleaned it, replaced or adjusted necessary components. The device was then sandblasted, polished, and repaired the identification etching. It was then reassembled, and tested it to specifications and returned to the customer. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in france. This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.